Event description:
In 2003 - pt underwent bilateral breast augmentation with mentor saline implants 400cc right and 425cc left. In 2006, pt denies any problems with an implants - desires to be smaller. Pt underwent bilateral capsulectomy and implant removal. Implants removed intact. Pt augmented with smaller mentor saline implants.